Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. I t was not reported if the patient was hospitalized for the peritonitis. Treatment rendered for the event was not reported. On an unreported date, the treatment with dianeal therapy was withdrawn. On an unreported date, the patient switched to hemodialysis therapy. The outcome of the peritonitis event was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information. This report was received from a consumer via the baxter patient support program. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.